Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd extension set maxplus¿ clear was occluded. The following information was provided by the initial reporter: extension set is not flushing when connected to an IV set. When the extension set was connected to an IV line the fluid from the IV couldn't flow through the extension set.

Event description:
It was reported that the bd extension set maxplus¿ clear was occluded. The following information was provided by the initial reporter: extension set is not flushing when connected to an IV set. When the extension set was connected to an IV line the fluid from the IV couldn't flow through the extension set.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-may-2023. H.6. Investigation summary: one mp9081c-0006 sample from lot 22099416 was received in opened packaging for investigation. Residual fluid is present in the maxplus component; however, no fluid was detected in the tubing. The feedback provided by the customer suggests occlusion was detected during use of the extension set. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in this instance the customer's experience was confirmed as an occlusion was observed. A closer inspection confirmed that the occlusion was caused by an excess of solvent at the maxplus tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the observed occlusion was likely caused due to an excess of solvent at the affected joint; this is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 22099416 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mp9081c-0006 product in the past 12 months.